Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia, seizure and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2023. On (B)(6) 2023 , the patient experienced inaccurate cgm values one day after the sensor was inserted in the abdomen. On the day of the event the cgm value was 300 mg/dl, and the patient took insulin. The patient was driving by himself when he noticed he was not feeling well and was able pull the car over before he lost consciousness. It is not known by whom, but an ambulance was called, and the patient was brought to the hospital. It is unclear when the patient regained consciousness as there is information that this happened after one hour, and the day after the event happened. The patient had vomiting, seizure, and loss of consciousness, the cgm was reading 220 mg/dl and the blood glucose reading was 20 mg/dl when the patient arrived at the hospital. The patient stated his bg was 200 points off from the cgm. In the hospital, the patient received treatment with lumogen fast acting insulin. The patient stayed in the hospital for 3 days. At the time of the report the patient was feeling fine. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the e zone of the parkes error grid. It has been reported that there was a difference in readings of 200 points. There were no reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.